Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the first initial use of the pump unit, a tube was inserted but the pump did not function as intended. The pump only made noises. Inspection was performed on unit and it was verified that the main board was not able to charge the battery.

Manufacturer narrative:
The product was returned for investigation but the reported failure could not be confirmed. The pump was inspected and noticed the broken screw clamp. The pump was opened to look for any burnt or damaged components, none were seen, but noticed a small plastic piece inside the unit that came from the broken zip tie mount where the ferrites was tied in. Loose ferrites can cause a short circuit when ferrites falls down onto control board. Connected to a wall socket power source and unit showed battery is charging. After about an hour and a half pump went to full charge. A tubeset was connected and was able to irrigate water on settings low, medium and high. Despite the failure was not confirmed and unable to be reproduced, it is recommend that the battery and the control board be replaced. Possible root causes could be the battery was not fully charged battery failure because it is past its expiration date user misuse because the unit was dropped user error and/or non- conforming control board.in sum, the product was returned for investigation but the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence

Event description:
It was reported that during the first initial use of the pump unit, a tube was inserted but the pump did not function as intended. The pump only made noises. Inspection was performed on unit and it was verified that the main board was not able to charge the battery.